Event description:
J-pouch procedure. Ralc45 dlu was fired and had malformed staples in the middle of the staple line. The surgeon described them as "open jaws" and being straight without b-formation. Staple line was leak tested which revealed bubbles. Staple line was reinforced with sutures to complete case.